Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user advised seat is cracked on left side. . End user advised this is the third time seat has cracked.